Event description:
Per the audiologist, the pt presented at the clinic for an integrity test where it was noted there was an skin flap breakdown, infection and drainage of the implant site. During a recent visit to the clinic (date not reported) it was noted that the infection cleared but then the receiver/stimulator extruded. The surgeon decided to explant the pt's device in 2008. Reimplantation is planned in approx. Six months, after the site heals.

Manufacturer narrative:
This is a final report, this type of event is addressed in the device labeling.